Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on or about (B)(6) 2012, for permanent birth control. As directed, the plaintiff subsequently underwent a confirmatory test, which showed the product was properly situated and both of her fallopian tubes were blocked. Subsequent to the essure procedure, she began to experience heavy bleeding, pelvic cramping, excruciating and persistent pelvic pain, and other symptoms. In (B)(6) 2014, she noticed what she thought might be one of the essure coils had come out of her body while she was using the restroom. She sought medical care and in (B)(6) 2014 her physician recommended a hysterectomy to fully remove essure. On (B)(6) 2014, the plaintiff underwent a hysterectomy. Quality-safety evaluation of product technical complaint (ptc) received on 08-jun-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and subsequently had pelvic cramping, excruciating and persistent pelvic pain and heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy to remove essure approximately two and a half years after its insertion. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the positive temporal relationship, nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal was required. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device expulsion ("one of the essure coils had come out of her body/ expulsion of essure device"), pelvic pain ("pelvic cramping / excruciating and persistent pelvic pain/ pelvic pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, blood pressure abnormal, anemia, genital warts, gravida, shoulder dystocia, d & c in 2009, salpingectomy in 2006, multi gravida, parity 3, miscarriage and ectopic pregnancy. Concurrent conditions included leiomyoma nos, neck pain, tenderness, vaginal discharge, folliculitis, onychomycosis, sinus congestion, throat swelling, mucosal edema, upper respiratory infection, seasonal allergic rhinitis, adnexa uteri cyst and uterine fibroids. Family history included diabetes (grandmother), breast cancer, colon cancer and ovarian cancer. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception as well as lisinopril since 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge "). On (B)(6) 2014, 2 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, uterine pain and vulvovaginal pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, pelvic pain, genital haemorrhage and vaginal discharge outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils of essure from ostia: right= 5 coils and left= 1 coils. Diagnostic results: repeat ultrasound by radiology showed small fibroids. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-aug-2018: pfs received. Concomitant drug, lot number were added. Added event vaginal discharge. Updated onset date,outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device expulsion ("one of the essure coils had come out of her body/ expulsion of essure device"), pelvic pain ("pelvic cramping / excruciating and persistent pelvic pain/ pelvic pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, blood pressure abnormal, anemia, genital warts, gravida, shoulder dystocia, d & c in 2009, salpingectomy in 2006, multi gravida, parity 3, miscarriage and ectopic pregnancy. Concurrent conditions included leiomyoma nos, neck pain, tenderness, vaginal discharge, folliculitis, onychomycosis, sinus congestion, throat swelling, mucosal edema, upper respiratory infection, seasonal allergic rhinitis, adnexa uteri cyst and uterine fibroids. Family history included diabetes (grandmother), breast cancer, colon cancer and ovarian cancer. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, 2 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, uterine pain and vulvovaginal pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils of essure from ostia: right= 5 coils, left= 1 coils . Diagnostic results: repeat ultrasound by radiology showed small fibroids. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events expulsion of essure device, pelvic pain were clubbed with previously reported events. Events device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, uterine pain, vulvovaginal pain were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device expulsion ("one of the essure coils had come out of her body/ expulsion of essure device"), pelvic pain ("pelvic cramping / excruciating and persistent pelvic pain/ pelvic pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, blood pressure abnormal, anemia, genital warts, gravida, shoulder dystocia, d & c in 2009, salpingectomy in 2006, multi gravida, parity 3, miscarriage and ectopic pregnancy. Concurrent conditions included leiomyoma nos, neck pain, tenderness, vaginal discharge, folliculitis, onychomycosis, sinus congestion, throat swelling, mucosal edema, upper respiratory infection, seasonal allergic rhinitis, adnexa uteri cyst and uterine fibroids. Family history included diabetes (grandmother), breast cancer, colon cancer and ovarian cancer. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6)2012 for contraception as well as lisinopril since 2010. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, 2 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, uterine pain and vulvovaginal pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, device expulsion, pelvic pain, genital haemorrhage and vaginal discharge outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils of essure from ostia: right= 5 coils. Left= 1 coils . Diagnostic results: repeat ultrasound by radiology showed small fibroids. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint ). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.